Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. It was reported that the ventilator failed pressure transducer test during pre-use check. The nozzle unit in the air gas module was found defective. After replacement of the nozzle unit, the ventilator functioned properly and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. No logs and no service report were provided. Replaced nozzle unit was not returned for investigation, therefor the root cause for the reported problem could not be determined.